Event description:
Pt reported the infusion device displayed an e7 electronic error and the vibration alarm is defective. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. Multiple attempts were made to reach the pt for additional information, but these were not successful.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.